Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately a month ago. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.